Manufacturer narrative:
The field service engineer was not able to determine a cause. The customer ran calibration and qc that was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable hcys homocysteine result from the cobas 8000 cobas c 502 module. The initial result was "0" with no flags and was reported outside of the laboratory. The manual repeat result was somewhere "in the 20's". A specific result could not be provided. The reagent lot number and expiration date were requested but were not provided.